Event description:
It was reported that when the device was interrogated the diagnostic data showed question marks as well as ¿invalid data¿. A bit flip is suspected. It was noted that the data would be available when the device is interrogated again as long as eight hours has passed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2013. (B)(4).